Event description:
During the case, tissue was grabbed with the instrument jaws. When closing the jaw, surgeon heard a cracking noise and the jaws were unable to open. Tissue needed to be cut in order to remove the instrument.